Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the actions/inventions to resolve the issue would be removal of the infected pump. The infection was not yet resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that an infection of the pump occurred two weeks ago. The caller stated that the pump site was blistering so he went to the healthcare provider (hcp) and the area was pierced and a "lot of stuff" came out. The contents was sent in for a culture and ecoli was found. It was noted that the hcp stated that the pump would likely need to be replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.